Manufacturer narrative:
The reported problem was confirmed. The 12-volt jack was partially pushed into the case and would not allow external battery use. The negative polarizing plate had become loosened. With uninterrupted power, delivery accuracy was within specification. An infusion test, 1000cc over 12 hours with a 1 hour taper up and down, infused within specifications. The pump also passed the motor turns counter test.

Event description:
Underdelivery reported. The pump was set to infuse a tpn solution, 1000mlf over 12 hours with 1 hour taper up and 1 hour taper down cycles. The pt's mother reports that "the pump died sometime overnight and only delivered 225 ml." No alarms sounded. The pump was being powered by battery pack. No adverse effects to the pt were reported.